Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this lead, difficulty was experienced accessing the patient's right side. Shortly after implant, the patient's heart rate became variable. It was discovered that the lead was implanted on the anterior wall; it was thought that it had been implanted on the septal wall. A pericardial effusion was noted, the lead had perforated the patient's ventricle. A pericardial window was performed with resolution of the effusion. Subsequently the patient recovered and the system was functioning normally. Took quick view with endoscope.